Manufacturer narrative:
On (B)(6) 2020, the investigation was completed based off of the provided photos. Investigation summary: upon visual evaluation of the two images provided in the complaint, the implant was observed to be ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information on 5/26/2020, which indicates that date of explantation was on (B)(6) 2020, and patient underwent bilateral removal and replacement as follow: right) cat#: shpx-200, sn#: (B)(6) and left) cat#: shpx-200, sn#: (B)(6). Implants were discarded and device images are available and will be sens to mentor. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. As a result of the patient's experience, the patient's impacted device was explanted. During the explantation, the surgeon did not identify a capsule; however, the implant was significantly ruptured. At the time of this report, mentor has received no information regarding the explantation date. If mentor receives information regarding the explantation date, an additional supplemental report will be submitted. In section b, the "required intervention" selection has been selected in place of "other serious". "Product problem" was also selected due to the rupture. In section h, the method code has been updated to device not returned. Device code has been updated to "material rupture". Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: originally believed to have been capsular contracture; however, a rupture was discovered intraoperative and no capsule was found. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update regarding the events submitted in the initial report on 12/29/2020. The patient's capsular contracture was baker grade ii. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Concomitant medical products: 175cc mentor memorygel breast implant (catalog number 3501754bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with 175cc mentor memorygel breast implants. On (B)(6) 2019, the patient reported that she fell. Later that year, on (B)(6) 2019, the patient reported that she consulted with a medical professional who diagnosed her right breast with capsular contracture (baker grade unknown). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.